Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 31, 2017 was filed inadvertently. No loss of osseointegration or serious injury has occurred. This report is submitted on may 16, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a possible loss of osseointegration (date not reported) subsequent to sustaining a head trauma.